Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, which was reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition of peritonitis. Baxter will continue to monitor similar reports to determine if further actions are required. If further relevant information becomes available, a supplemental report will be filed.

Event description:
It was reported that a patient had experienced peritonitis. On an unknown date, the patient had a break in aseptic technique during therapy. The patient experienced bacterial peritonitis, manifested by abdominal pain and cloudy effluent. On the same day as the diagnosis, the patient received remedial treatment, which included vancomycin (intraperitoneally (ip), 2g every 5 days), gentamicin (oral, 40 mg/day) and fluconazole (oral 50 mg/day). Two days later, the patient was retrained on proper aseptic technique. The patient was recovering from the bacterial peritonitis. Additional information was requested, but is not available at this time.